Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was 146 mg/dl. Customer was able to remove the air bubbles from the reservoir. Customer declined to receive replacement insulin stating that they would be asked for too much information.